Event description:
It was reported that the patient experienced a shocking or jolting sensation. The program the patient was currently on was shocking them in the wrong place in the right buttock rather than in the bicycle seat area. It was noted that it was working but they would like to change the location of the stimulation via programs. The patient had a new device placed 1 week ago and got a new programmer. It was reported that the patient was unable to switch programs with their programmer and the numbers for the programs did not come on the screen. It was reviewed that this was because the no programs had been placed into the programmer and there was nothing wrong with the programmer and the patient just needed to meet with the clinic to have programs assigned to the programmer.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and they received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va0bh3c, implanted: (B)(6) 2014, product type lead. (B)(4).